Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported that during the procedure, resistance was encountered when attempting to insert the drainage tube over the wire guide. As a result, the drainage tube and wire guide were removed, another incision was made and a different manufacturer¿s device was used. It was noted the wire guide related to the event was kinked. Device imaging identified a kink in the wire guide that also displayed coil separation. According to the initial reporter, the patient did experience any adverse effects due to this occurrence: the patient suffered additional pain caused by a new drainage which was placed afterwards.